Event description:
The customer reported to beckman coulter a leak of what appeared to be diluent from an unknown source in the secondary mode area near the rear blood detectors of the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was scheduled to inspect the instrument; however, it has been cancelled upon request by the customer. The customer replaced cut tubing at pinch valve (pv14) resolving the leak. Failure mode was related to cut tubing at pinch valve (pv14). (B)(4).